Event description:
The customer stated that they were having quality control issues on their cobas 8000 ise module starting on (B)(6) 2016. Controls were outside of range in the morning. The customer then tightened a brass screw on a nozzle. The ion selective electrode (ise) tests were then calibrated and controls were said to be successful. The customer proceeded with patient testing. The customer then noticed issues with quality controls and patient samples tested for ise tests on (B)(6) 2016. The customer performed ise checks and noticed an issue with a sipper nozzle bumping into other nozzles, even though the nozzle was screwed down. The customer stated that there seemed to be more play with the nozzle. The customer repeated an unspecified number of patient samples and stated that there were an estimated 30 to 40 corrected patient reports. The customer could not provide specific information with regards to these samples. The customer noted that they saw an issue primarily with ise indirect na for gen.2 (ise sodium) results and that the greatest difference in results was 6 mmol/l. It was stated that the samples were a mix of out-patient and in-patient samples. The customer provided data for a total of two patient samples that had erroneous results that were reported outside of the laboratory for ise sodium. The first sample initially resulted as 148 mmol/l for ise sodium and this value was reported outside of the laboratory. The sample was repeated on a different ise module, resulting as 142 mmol/l for ise sodium. The repeat result was believed to be correct. The second sample initially resulted as 146 mmol/l for ise sodium. The sample was repeated on a different ise module, resulting as 140 mmol/l for ise sodium. The repeat result was believed to be correct. It was asked, but it is not known if the patients were adversely affected. No adverse events were alleged. The ise sodium lot number and expiration date was asked for, but not provided. The field service representative determined that the ise system was misadjusted and that a vacuum nozzle was bent. He adjusted the vacuum nozzle. He ran ise checks, calibration, and controls to verify that all results were within specification.